Event description:
Dr. Did a revision surgery on 10/25/93. A patella button was revised for clunking. At the time od surgery the patella button was noted to be worn, and the metal backing had disassociated from the articular material. It was replaced with an all poly patella component. The old implant was in place for approximately seven years.the device was retained by the hospital and/or doctor.